Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 157 mg/dl. During a systems check with tandem technical support (cts) it was discovered customer was resuing insulin and using supplies past labeling. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error: per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.